Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated. Visual observation revealed that the suture channel (lower jaw) was bent inwards, indicating blunt force impact; possible root causes include the device hitting bone during a procedure/hard object or the device being mishandled. This failure can be attributed to user technique. The needle lever and jaw lever were tested no anomalies found. A test suture was loaded in the needle tray, loaded successfully. No other anomalies were found that could contribute to this failure. The test suture will not be fired/tested as the deformed misaligned lower jaw could damage the needle during passes. This complaint can be confirmed as the deformed misaligned lower jaw could prevent the needle from passing through the suture channel opening. The DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure the customer's expressew iii without hook was not releasing the needle from the gun. The sales rep stated that this was noticed on the first fire of the device. The case was completed with an expressew iii autocapture with no patient harm or delay. The sales rep was not present for the case and could not provide any additional information. The device is being returned for evaluation.